Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and found no non-conformances. When the device was returned to mmdg for investigation, it was found that the pump platen door was loose, however the pump was also alarming a persistent motor stall and 40 psi testing could not be completed, which is used to test for free flow potential. The pump was serviced to correct this issue.

Event description:
The initial reporter stated that the pump failed the 40 psi test used to check for free flow. Mmdg did follow up with the initial reporter who stated that the complaint occurred during testing and had not had any effect on a patient. (B)(4).